Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 and alarm 30 issues were verified while based on the analysis, the alleged fill estimate issue could not be verified.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue additionally, it was reported that cartridge alarms occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose level was 124 mg/dl. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.